Event description:
It was reported that during a vats procedure, there were unformed staples deployed after the first firing with a blue cartridge reload. Bleeding was found. Changed to a gold cartridge reload to continue but still had the same issue. The patient lost about 800ml blood and blood transfusion was taken. The surgeon changed to a new device and reload to complete the procedure. Now the patient is fine. After the procedure, the surgeon checked the device and found there was a big gap in the jaw after the device was closed.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. Additional information requested and received: what was the underlying disease? Were there lung calcifications? No. Was the device difficult to close? Difficult to fire? The device need higher force to fire. Was buttressing material used? No. Was the device in the straight or articulated position? Unknown. What was the location of the unformed staples- proximal, distal or midline? In the distal and midline. Was the original device reprocessed? No. Intra-operative photos received. Based on the photographic evidence the event description can be confirmed and the likely cause of the complication experienced while firing the ec60a device was most probably an interaction of some combination the following factors: tissue thickness to cartridge selection mismatch or closing and firing over a hard object. Hands on analysis: the analysis results found that one ec60a device was returned with the anvil bent upwards. It is possible that the device was clamped over an excess of tissue causing the anvil to bent and for the firing stroke and the staple form to be incomplete. In addition, two ecr60b cartridge reloads were received for analysis. Cartridge (b) ecr60b, l512132, was received fully fired and in good visual condition. Cartridge (c) ecr60d, l51e2p, was received fully fired and in good visual condition. In addition, in order to verify the integrity of internal components the returned cartridge (b, c) were disassembled and no anomalies were noted, no damage on cartridge decks was found. No further functional testing could be performed however the device was dry fired to test device functionality. It should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the required specifications prior to shipments, in addition, a sample of the batch is inspected at (B)(4).